Event description:
This lead was reported to have episodes of intermittent loss of ventricular capture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The reported ventricular loss of capture was elusive in the provided data. No electrical peculiarities were noted. Should additional information or the device itself become available for analysis, the investigation will be updated.